Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the needle ejected from the tube which caused blood to leak out. There was no report of impact to patient or user.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 10 retain samples from bd inventory were draw-tested using water, and no tubes were pushed off the needles. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode based on the retained samples test results. Bd was unable to identify a root cause for tube push-off. This type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and/or the level of lubrication of the np needle. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the needle ejected from the tube which caused blood to leak out. There was no report of impact to patient or user.